Event description:
It was reported that, during a tka surgery when the instrument was outside the patient. The physician was at the tibial insertion stage of a lgn ps high flex xlpe sz 1-2 12mm. The tibial insert was inserted into the baseplate and impacted with the inserter tool. The insert did not lock down flush with the baseplate. Then, it was removed and the lock mechanism on both parts was thoroughly cleaned. This was repeated 3 times and then a replacement insert was opened which locked in on the first attempt. The procedure was successfully completed without delay using a smith and nephew back up device. No other complications were reported.

Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device has signs of damage from attempted use. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.